Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly. (B)(4).

Event description:
It was reported that during device check, a stored alert for charge time limit reached was noted. Manual capacitor maintenances resulted in normal charge times. Device was explanted and replaced.